Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient had coupling and communication issues with the recharger. Specifically, they would get the recharge screen but no shaded coupling bars (at most 2 bars were shaded). Follow up information received confirmed that patient could not recharge and indicated the physician repositioned the neurostimulator. No patient injuries were reported.